Manufacturer narrative:
The impella device was not returned by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a 67-year-old male patient experiencing post cardiotomy cardiogenic shock was presented for impella 5.5 placement. Upon completions of support, it was noted that the doctor encountered resistance when attempting to explant the pump. After multiple unsuccessful attempts, the patient was reintubated and the sternum was reopened to visualize the aortic anastomosis site. It was observed that the impella was lodged within the anastomosis location. The pump was subsequently withdrawn and the sites were closed appropriately.

Manufacturer narrative:
The investigation for the reported removal issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.